Event description:
It was reported the pt lost stimulation. She stated her charger was stolen and she could not recall when she last charged her ipg. The pt reported, she does not want to replace the charger until her physician determines if an MRI is needed for an unrelated medical condition. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.